Event description:
On 11/15/05, nellcor puritan bennett rec'd a report where it was claimed that a 4.0pdc tracheostomy tube developed a leak while in use on a pt. The location of the leak is unknown.

Manufacturer narrative:
The lot number and sample associated to this report are not available for evaluation. Therefore, the alleged report cannot be verified. No further activity required.